Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Friend/family member reported the replacement was not working. They were seeing little circles going around and a reset was not working. The caller explained that the replacement li-battery pack worked well for 2 days, and then stopped working because the screen showed "circles" while charging, and they had to take the li-battery pack out and put it back in. During troubleshooting the patient saw recharging excellent. The caller reported maintaining a consistent excellent recharging connection during the call and would follow best practice for charging the ins. No further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 97755, serial #: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the ins won't charge and have tried but couldn't get it to work. The patient reported that the controller would show good recharging for 2 minutes, then excellent recharging for 1 minute, and then poor recharge quality and to reposition the antenna and try again. It was reported that the controller was at 100%. It was reported that while trying the recharge the ins, a ¿no device found¿ message came up on the controller; it was reported that on the position the recharger where you get the highest number screen, the controller was displaying 0's for all three numbers. No patient complications have been reported because of this event.